Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and trace ketones. Bg cause was due to the cartridge alarm and forgetting to bolus. Bg level was addressed with a manual injection. A new cartridge was successfully loaded to address the event.